Manufacturer narrative:
Conclusion: re-occlusion (distal embolization) is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00551, 00552 and 00573. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 5max reperfusion catheter, 3max reperfusion catheter, 5max separator, and 3max separator. Prior to the procedure, intravenous tissue plasminogen activator (IV t-pa) was not administered. Aspiration was successfully performed using a 5max reperfusion catheter, 3max reperfusion catheter, 3max separator and 5max separator. The patient was then given 4,000 units of heparin by injection. During the procedure in the m1, distal emboli occurred in the m2 and m3 which were not removed. The patient experienced a cerebral infarct; however, the symptoms did not get worse. The physician closely monitored the patient's condition, but withheld any additional treatment and the patient recovered three days later. Physician's comment: since reverse blood flow in the m2 and m3 was observed before the operation, it is highly possible that a part of the emboli strayed into the peripheral area. The relation between the event and the penumbra system was not deniable.